Event description:
Was given an injection for arthritis in both knees. Saw dr (B)(6) for right knee, but he said you have arthritis in both why not inject both. The left knee was asymptomatic prior to the injection and it became very painful a few days following. I was walking with great difficulty. Finally 6 weeks later I had a steroid injection. The right knee responded well to the treatment. Injection was administered by a dr (B)(6) of (B)(6) in (B)(6).